Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries did not last for runtime test. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. The getinge field service engineer (fse) stated that the batteries were replaced. Also, the safety disk was replaced with a customer supplied one. Good faith effort attempts were performed to understand why the safety disk why replaced but no response was obtained. The unit passed all calibration, functional and safety tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries did not last for runtime test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.